Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD) device. The patient presented 25 days after the implant of a left ventricular assist device (lvad) for "suction events, low lvad flows, dyspnea, and lightheadedness." Transthoracic echocardiography showed "complete left ventricular unloading without opening of the aortic valve." The patient was given fluids and the symptoms resolved and the patient was discharged. Prior to and during admission, interrogation of the device showed large fluctuations in intrathoracic impedance. The settings of the lvad were corrected and the patient was discharged. The ICD and the lvad remain in use. Further follow up did not yet yield any additional relevant information regarding the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply as of the time of this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: increased intrathoracic impedance may predict adverse events in lvad patients. J. Card. Surg. September 1 2013;28(5):616-618. (B)(4).